Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 464 (mg/dl). Reportedly, the customer believes the pump is not properly delivering insulin as it should. While troubleshooting with tandem technical support, insulin was observed exiting the tubing. However, the customer reported later delivering a bolus while disconnected from the pump and stated no insulin exited the tubing. Manual injections were delivered to address bg levels.